Event description:
On (B)(6) 2024, a patient (pt) in australia reported "significant" discomfort in the left eye (os), including pain, redness, blurred vision, and discharge when wearing an acuvue® vita® for astigmatism brand contact lens (cl) in (B)(6) 2024. The pt "immediately" consulted with an ophthalmologist, was diagnosed with a corneal ulcer, and was treated with "first set of antibiotics followed by steroids for 3 months." (Details of the medications were not provided). On (B)(6) 2024, the pt provided additional information by phone. In (B)(6) 2024, the pt "felt a pitch in the eye" upon removal of the cl after wearing all day to work, "did nothing about it and went to bed." The pt felt the "same pain" the next morning. The pt went to the hospital 2 days later. The pt continues to have blurred vision with no improvement. The pt has follow-up appointments every 3 months; next follow-up is in (B)(6). The pt is no longer using unknown antibiotics, unknown steroids, and unknown eye drops prescribed previously and is currently using "lubrication to prevent from dryness." On (B)(6) 2024, the pt provided additional information by email. The pt reported developing a "severe eye infection" as a result of wearing cls. Medical documents were attached. General practitioner (gp) to eye care professional (ecp) referral dated (B)(6) 2024: pt is on treatment for corneal ulcer since (B)(6) 2024 and on steroid tapering dose for os. Vision is improving from "pl." Next review with ophthalmologist (B)(6) 2024. Medical report dated (B)(6) 2024: reason for visit: "visit recommended by gp. Corneal infection from cls 2 weeks ago. Was on gentamycin and cephazoline drops but stopped last week. Now just on dexamethasone three times a day (tid) and lubricant four times a day (qid). Vision still feels blurry in os but has improved but still hazy." Bcva os 6/12+2 medication: "corticosteroid selection -n, just eye drops" external eye and ophthalmoscopy: os large (¿2.5mm) resolving corneal ulcer, ring of negative staining with slight superficial punctate keratitis (spk) but generally epithelialized ulcer encroaches on supratemporal quadrant within pupil margin. Advice: some improvement in va with refraction. Continue with maxidex as directed by gp for another 6 weeks. Lubricate as much as possible to help with healing. Revisit in 6 weeks to see if any further improvement in va once finished maxidex. Additional information received: · medical outpatient attendance certificate dated (B)(6) 2024. · prescription for 0.1% maxidex 1 drop "re tds" and (illegible) tears 1 drop "re (illegible)" dated (B)(6) 2024. · note from ecp (no date noted): pt is a cl wearer. Yesterday (visual acuity) 6/65, 1.0mm infiltrate with a 1-7mm epithelial defect. Now hand movement with infiltrate spreading beyond abscess. Needs admission, scrape, fortified antibiotics. On (B)(6) 2024, the pt provided additional information by phone. The os is still blurry and the "doctor appointment is scheduled for next month." On (B)(6) 2024, the pt provided additional information via email. The pt reported pain, redness, blurred vision, and eye discharge which led to a corneal ulcer diagnosis after using "acuvue vita on (B)(6) 2024." The pt reported using steroid eye drops during the corneal ulcer incident, "which suspect contributed to miscarriage." A medical imaging request and referral letter with bloodwork and ultrasound results related to the "miscarriage" were attached. No additional medical information has been received regarding the pt's corneal ulcer event . The date of the pt¿s event is being recorded as 01mar2024 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b012lv4 was produced under normal conditions. The os suspect cl has been requested, but has not been returned. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.